Event description:
The device was received at another country's MFR on november 25, 2008. Despite frequent inquiries, no further info was received up to now. It is currently not known which circumstances led to the return of the device.

Manufacturer narrative:
The device has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.